Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized twice due to high blood glucose on (B)(6) 2018 with blood glucose of 560mg/dl and 540 mg/dl respectively . Customer's other blood glucose value: 599 mg/dl, 404 mg/dl. The customer experienced symptoms such as trouble in breathing, headache, incoherent. The customer was treated with insulin pump. The customer alleged that the insulin pump was under delivering. The customer was wearing the insulin pump within 48 hours of the reported event. The drive support cap appeared to be normal. The insulin pump failed the high pressure test twice. The insulin pump is expected to be returned for analysis.